Manufacturer narrative:
All buttons were functioning properly. However, found corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked display window noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer did not list any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.